Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit minute ventilation (mv) chop due to oversensing noise on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed the ra lead also exhibit high out of range pacing impedances that measured to be greater than 2000 ohms. Ts recommended for an in person visit for further device system evaluation and testing. At this time, the crt-d and ra lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit minute ventilation (mv) chop due to oversensing noise on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed the ra lead also exhibit high out of range pacing impedances that measured to be greater than 2000 ohms. Ts recommended for an in person visit for further device system evaluation and testing. At this time, the crt-d and ra lead remain in service. No additional adverse patient effects were reported.